Event description:
The customer reported that during a volume verification, summit sample handler did not pipette into well positions d6 and d8 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.